Event description:
It was reported that while sleeping while using the mobile power unit (mpu), the power cable was disconnected on the main side of the mpu, resulting in a state of power supply loss and generating an alarm. The drive state could not be confirmed and the alarm could not be judged correctly, so the patient decided that the system controller was abnormal and disconnected the driveline to replace the controller. During the 6 minutes, ventricular fibrillation and respiratory arrest occurred and the patient was transported to an ambulance. It was determined that the mpu power cord was not locked in and disconnected while the patient was sleeping. Controller MFR#: 2916596-2022-16166, mobile power unit MFR#: 2916596-2022-16167.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system stop caused by a disconnection of the driveline was not confirmed as no log files were submitted for review. Additionally, a specific cause for the reported respiratory failure, and cardiac arrythmia could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists respiratory failure, and cardiac arrythmia as adverse events that may be associated with the use of heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The patient handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a history of ventricular fibrillation prior to left ventricular assist device implant. The patient felt wobbly during the ventricular fibrillation. They were treated with direct current defibrillation. The patient was also treated with medications and regular follow-ups.